Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked blood from the tubing during use. The following information was provided by the initial reporter: "rn placed extension tubing on IV line, properly primed and reconnected to patient. Approximately 10 minutes later the patient called rn back to room. The entire extension tube was full of blood and was leaking near the connection to the IV tubing. After attempting to flush the line it was discovered that the extension line was leaking from the tubing not a poor connection. Rn replaced the extension tubing with new and restarted the IV."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 30262e lot number 22059381 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked blood from the tubing during use. The following information was provided by the initial reporter: "rn placed extension tubing on IV line, properly primed and reconnected to patient. Approximately 10 minutes later the patient called rn back to room. The entire extension tube was full of blood and was leaking near the connection to the IV tubing. After attempting to flush the line it was discovered that the extension line was leaking from the tubing not a poor connection. Rn replaced the extension tubing with new and restarted the IV."